Manufacturer narrative:
The device has not been returned to allergan for evaluation. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Review of DHR did not identify any deviations, errors, omissions or non-conformances that may be associated with the reported device event. All gel breast implants were reviewed as part of the assembly operations and these tasks were performed according to applicable current procedures to ensure that assembly met the required specifications. The DHR assembly report was verified and product was released in conformance with the required specifications. According to the information gathered during the DHR review, there is enough evidence to support that devices from this work order were assembled in accordance with allergan medical procedures and specifications. The reported device was intact at the time of production and met the required specifications. The event of capsular contracture is addressed in the labeling as follows: patients should be advised that capsular contracture may be more common following infection, hematoma, and seroma, and the chance of it happening may increase over time. Capsular contracture occurs more commonly in revision patients than in primary augmentation or reconstruction patients. Capsular contracture is also a risk factor for implant rupture, and it is one of the most common reasons for reoperation.

Event description:
Healthcare professional reported left side capsular contracture, baker grade iii, pain, and breast hardening. The event of pain is a secondary symptom to the event of capsular contracture, baker grade iii.